Event description:
It was reported that the device became stuck in the anatomy. A 1.75mm rotapro, 330cm rotawire, and 1.2mm x 12mm threader were used in a percutaneous coronary intervention in the mid right coronary artery (rca). During the procedure, the devices became stuck in the mid rca and were unable to be removed from the body. The devices were left inside the body. It was further reported that a non-bsc guidewire also became entrapped during this procedure.

Event description:
It was reported that the device became stuck in the anatomy. A 1.75mm rotapro, 330cm rotawire, and 1.2mm x 12mm threader were used in a percutaneous coronary intervention in the mid right coronary artery (rca). During the procedure, the devices became stuck in the mid rca and were unable to be removed from the body. The devices were left inside the body.